Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing found no issues when attempting to calibrate or with retraction time tests. Although the reported problem was not confirmed through a visual or functional evaluation, a possible contributing factor may have been related to the a fault in the drill attachment or cori console used. Possibly a broken bearing in the drill attachment creating interference when attempting to retract the bur. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for a cori assisted surgery, the real intelligence robotic drill would not retract the bur during calibration. The procedure was performed, without any delay, by changing to a manual procedure. Since the issue was noticed before the procedure, the patient was not yet involved.